Event description:
It was reported that during a thyroid procedure, the device tissue pad was falling off in pieces, the tissue pad was removed from the patient. No x-ray was taken, but the piece is with the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.